Event description:
It was reported on a social media post that "I use the same nail, but dislike the open holes right where I want the nail the strongest (at the fracture). I have had 1 break so far right in that oblong hole, at 4 months in a young healthy patient."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.